Manufacturer narrative:
(B)(4). Batch # p91f1h the analysis results found that the eph02 device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister was damaged; the blister was found to be broken at one corner of the package. In addition, a piece of the broken blister was attached to the bottom of the tyvek. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the ¿broken package¿ impact the integrity of the package/device? Yes. The device was broken off together with the blister.

Event description:
It was reported that before a laparoscopic hysterectomy, the package was broken and the device was damaged when the package was opened. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.